Event description:
This case was initially received via (B)(6) ((B)(4)) on 12-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure implants were removed on two times"), neoplasm malignant ("cancer"), pneumonia ("pneumonia") and bronchitis ("several bronchitis during on year") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced neoplasm malignant (seriousness criterion medically significant), fatigue ("very tired") and hypersomnia ("slept for 20 to 22 hours a day"). In (B)(6) 2016, the patient experienced pneumonia (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and bronchitis (seriousness criterion medically significant). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, neoplasm malignant, pneumonia, bronchitis, fatigue and hypersomnia outcome was unknown. The reporter provided no causality assessment for bronchitis, fatigue, hypersomnia, medical device removal, neoplasm malignant and pneumonia with essure. The reporter commented: after several medical examinations, nothing was found. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 15_jan_2018 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 739 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.